Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system and reviewed the logs. He was unable to duplicate the stated issue but did observe anesthesia control board (acb) errors in the log. The acb was replaced to fix the reported failure.

Event description:
The hospital reported that, during pre-use checkout, the unit showed "acb(anesthesia control board) communication error" alarm. There was no reported patient involvement.